Event description:
Severe rash/chemical burns; I have been using dexcom g6 sensors since late 2019, when I first started using the product I had no issues at all. Starting around (B)(6) 2020 I started experiencing severe oozing rashes/chemical burns which I have now learned is due to dexcom changing the composition of the adhesive. From what I can gather this is not an isolated problem and is effecting numerous people who are reporting the same issues online. I have pictures of the rash/burn. FDA safety report ID# (B)(4).